Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was explanted approximately 6 months after implantation with a patient reason of poor quality vision and a clinical reason of decreased contrast sensitivity. Additional information was requested and received that the iol was replaced with a competitor lens. The surgeon¿s prognosis was good. There are two medical device reports associated with this patient. This report is associated with the left eye.